Event description:
Evaluation summary: the filter and actuator were returned for evaluation. Traces of blood were detected on the filter cartridge and on the actuator. The distal tip of the filter is damaged. The coil wire is stretched and bent. The shaft is kinked 45 cm from the tip and at the end of the proximal side of the core wire. It was not possible to insert the wire into the actuator due to the kink. The filter cartridge was opened by using a tweezers and the filter deployed with very strong friction due to the damaged shaft.

Event description:
An attempt was made to use a fibernet embolic protection system to treat a lesion in a svg to a circumflex with moderate calcification and 85-90% stenosis. The device was inspected prior to use with no abnormalities noted. The device was inserted into the patient and the filter was deployed with no issue. However, it was reported that it was not possible to get the wire to load into the actuator fully in order to undeploy the filter. It was reported that while it was inside the patient, the proximal end of the wire broke off in the actuator outside the patient, resulting in an inability to retract the filter. It was reported that the device was removed from the patient by using a retrieval catheter. It was reported that no injury was caused to the patient. No clinical sequelae were reported.

Manufacturer narrative:
Results: based on the information provided, no root cause can be determined. Patient (B)(4).

Manufacturer narrative:
Evaluation, results: (based on the device evaluation and the information provided no root cause can be determined). Conclusion: operational context contributed to event (issue occurred during use). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.